Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker dislodged minutes after being released by the catheter. It migrated into the patient's lung as a result. The device was retrieved successfully. Given the patient's challenging anatomy, a new one was not implanted. The patient was stable throughout.